Event description:
International affiliate reports the valve was implanted in an incorrect, inverted position. The surgeon was unable to program the valve and the device was explanted. The pt suffered an infection and died. The hosp has not attributed the infection to the valve.